Event description:
It was observed during the onsite inspection; it was observed the gastrointestinal videoscope has some salt formation inside the nozzle. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The nozzle was replaced during olympus' onsite inspection; the nozzle is functioning properly. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.